Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was unable to charge their device and has increased back pain. The patient mentioned that the device is not doing them any good. Repositioning due to difficulties of recharging mentioned on system modification 0.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they are not able to charge the implant past 50%. Patient stated they will get the implant to 40-50% and then it will "kick off". Agent asked if this was the recharger or the handset and patient did not answer. Patient stated this began in late august and then on december 17th they had their battery placement moved to access it better. They continue to have the same issue with recharging. Patient stated their incision site is still a little swollen and very tender. Patient also mentioned they had the implant moved because it was not a good place for recharging. Patient mentioned the medtronic rep stated they need a new recharger. Patient stated that if a new recharger did not work, they would like to have it removed. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the wireless recharger.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that the battery was implanted in a bad location for charging purpose. On (B)(6) 2025, battery moved to a convenient location. The issue has been resolved.

Manufacturer narrative:
Additional information has been received and b5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, patient(pt) sent a chart message to the clinic that she was unable to charge her implant device and that the device is doing her no good. Asked for what is the next step? On (B)(6) 2025 visit, pt reported that she felt paresthesia but it's not consistent. Patient considering pocket revision because of the issues. On (B)(6) 2026, patient reported that her pain has reduced to 3/10 with stimulation, and that her incision site is healing very well.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.